Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) had a setscrew issue. It was noted that the screw had to be completely disinterred from the grommet. It also noted that there was a major problem connecting the device to the competitor lead resulting in high undefined pacing impedance measurements. The device was not used, and another device was implanted. It was further reported that the same problem of a major inadequate connection observed with the other crt-d device and the competitor lead. It was noted that it was impossible to obtain a secure connection resulting in no capture of the ventricle and one impedance measurement remaining at a high and undefined level. The crt-d device was not used, and anther device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.